Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and damage was observed as components were lifted off solder pads; damaged soldering. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. An extended investigation has been performed. Visual inspection was performed on the returned de-cased sensor¿s pcba and damage was observed to the battery connector legs to the pcba during de-casing. The returned sensor was de-cased again and the observed damage did not impact the functionality testing from being performed as data can still be extracted from returned sensor. The functionality test results were reviewed and observed all test passed. Confirming absence of accuracy issues and the proper functionality of the sensor thermistor. The poise voltage test was measured and it was within the specification range which indicates no problems with the electrical signal lines critical to the glucose reading process. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received a high reading of 20 mmol/l and experienced hypoglycemia. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and received third-party administration of chocolate for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received a high reading of 20 mmol/l and experienced hypoglycemia. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and received third-party administration of chocolate for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.